Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The phacoemulsification machine and handpiece was examined and tested at the customer location by an amo field service specialist (fss). The suspected handpiece was tested and the field service could not duplicate the overheating of the handpiece without exceeding normal operating parameters. The field service found no issues with the operation of phacoemulsification unit. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a corneal burn. A brief description from the surgery center indicated the handpiece was heating up during surgery and the surgeon requested the handpiece to be checked. The corneal burn required sutures to close the wound. No additional information was provided. This report is for the equipment. A separate report is being submitted for the phaco handpiece.